Event description:
Caller reported t:slim x2 pump battery would not charge, with a power source alert in pump history. There was no adverse impact to customer¿s blood glucose level. Customer changed charging supplies, resolving issue without further assistance needed, and understood that non-tandem supplies are not recommended unless troubleshooting.